Event description:
Procedure: lap gastric banding. According to the reporter: seal in the cap of the port came out. They used a new port because they were having problems keeping insufflation, but it was determined that the insufflation issue was not from the port but from the insufflator itself. Opened another port. Nothing fell into the pts cavity. There was no report of pt injury, no additional bleeding or tissue loss, and neither the operative time nor the incision size were increased.

Manufacturer narrative:
(B)(4).